Manufacturer narrative:
Philips service replaced the cmos battery, updated bios settings, and tested system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the flexvision pc failed to power on due to defective cmos battery on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.